Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted:(B)(6) 2025: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 09-apr-2029, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 09-apr-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller requested list of materials for both implantable neurostimulator (ins) battery and leads because they said patient has allergic reaction, which they believed to be from the ins. Caller said patient is itchy head to toe and has hives on the arms, hands, and feet. Caller said patient is most itchy at their arms. Agent emailed caller implant manuals for lead and battery. Additional information was received from the patient stating their doctor prescribed them three medications and sent a referral to the allergist. They are waiting on the allergist to call. This issue is not resolved they are working with their hcp.